Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by stomach pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every five days, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient had recovered from peritonitis, cloudy fluid, and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.